Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient¿s hypertension and pd therapy on the liberty cycler. According to the patient contact, the patient was unable to complete their last two treatments on the cycler due to not draining but they were able to complete pd therapy with manual exchanges. However, per the pdrn the hypertension is not a result of pd therapy, but the patient is non-compliant with her cardiac medications which is likely the cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to request a replacement cycler. The patient was currently in the hospital (unknown admission date) for hypertension and the patient¿s contact was requesting a new cycler. Per the contact, the patient was unable to complete their last two treatments on the cycler due to not draining. There was no alarm reported for the drain issue, however, the contact did report the cycler would not stop alarming (unspecified). The patient had reverted to manual exchanges. Additional information was obtained (B)(6) 2018 during follow-up with the pdrn. The patient remains hospitalized for hypertension. Reportedly, the patient is non-compliant with her cardiac medications (type, route, dose, frequency unknown) and the pdrn attributes the hypertension to that cause. Per the pdrn there was no malfunction with the cycler. The patient is going to be transferred to a different clinic within the coming weeks. Hospital course is unknown. No other information is available.

Event description:
"."

Manufacturer narrative:
Plant investigation: per (alarm (unknown)), there was (scale reading error warning) alarm, m63 (m63 remove hb from ht warning), and dc (drain complication encountered during drain 0 on the reported date of (B)(6) 2018. The reported symptom (not draining (no alarm)) was not confirmed. An external visual inspection showed no signs of physical damage. As-received treatment passed. A drain complication encountered support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. This shows that the received cycler will properly alarm if a drain problem occurs. Valve actuation test passed. System air leak test passed. Patient sensor calibration passed. The load cell verification was within tolerance. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.